Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. The evaluation confirmed and experienced the system error 105, which could not be reproduced. This was caused by a failed motor (flex). The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105 at start up. It was also reported that there was no patient injury.